Manufacturer narrative:
The customer's report was observed during initial testing; however after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The device passed the final test procedure, was recertified, and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.